Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room (ER) and was subsequently hospitalized on (B)(6) 2025. Blood glucose level at the time of event was 380 mg/dl and was treated with insulin pump. The patient also had symptoms of feeling sick/ unwell, headache, tired, weakness, altered vision. Length of hospitalization was greater than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.